Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment at the case seal. Unrelated to this issue, evaluation revealed a cold solder connection on the transceiver board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment at the case seal. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.